Event description:
According to the initial information received, a patient was implanted with a 20mm amplatzer septal occluder (aso); it deformed in a "pneumatic" shape upon deploymen. That is, the left disc did not open flat like usual and appeared bubbled. It was retracted and replaced with a new 20mm aso without complication and the patient was discharged the next day. Two days later, the patient returned to the emergency room with chest pain. Based on echocardiographic analysis, the patient was diagnosed with cardiac tamponade and aortic perforation. The patient was referred for surgery where the new aso was removed and the defect surgically repaired. The patient's post-operative course was uneventful.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. This event was reviewed by the st. Jude medical erosion board who confirmed that erosion occurred.

Manufacturer narrative:
Additional information is expected. When our investigation is complete, a supplemental report will be submitted.